Event description:
It is reported that a resolute integrity (3.0mm x18mm) rapid exchange (rx) drug eluting stent was implanted in ostial lad which was reported to have been 100% occluded. Three days post implant, the patient was readmitted due to stent thrombosis, two non-medtronic stents were implanted and a balloon pump was inserted. The patient had been prescribed antiplatelet medications, but in the opinion of the physician, the anti-platelet medications may not have been absorbed by the patient, since the patient was vomiting during the bailout treatment with the non-medtronic stents. Family indicated that the patient was in much pain and the decision was made to remove the balloon pump and patient expired.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis, death), patient condition affected effectiveness of the device (the patients comorbidities may have made him more prone to thrombolytic events and in addition the patient may not have absorbed sufficient anti-platelet medications to mitigate against a thrombolytic event). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (the patients comorbidities may have made him more prone to thrombolytic events and in addition the patient may not have absorbed sufficient anti-platelet medications to mitigate against a thrombolytic event). (B)(4).